Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-38169.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the usb cable felt loose when connected to the pump usb port. Reportedly, the issue continued despite the attempt of multiple usb cables. The customer's blood glucose level was 180 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.